Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard console ((B)(4)) alarmed with a tcmid06 (ce post failure) error message. There was no known patient consequence reported. No further information was provided.

Manufacturer narrative:
The reported complaint was confirmed during the archive review and functional testing. The cooling engine was found to be defective and had over 11,000 hours of use. The thermogard console was manufactured in 2011 and is over 7 years old, well beyond the service life of 5 years. Unrelated to the reported event, the coldwell cap and gasket were found damaged due to normal wear and tear. The archive review showed event log with the tcmid 06 error message. Functional testing displayed the mid 6 error message. After replacing the cooling engine assembly, the thermogard console passed all functional test and met specifications. Historical complaints were reviewed and no similar complaint was found for (B)(4).